Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the fiber image shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the fiber. In addition, our technician confirmed that the insertion flexible tube crushed, the segment crushed, the bending rubber cut, the distal body worn out, the angulation down angulation decrease, and the angulation up angulation decrease; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.